Manufacturer narrative:
The device was received for evaluation. Visual inspection with naked eye noted a cracked mainbody. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some parts of a minicap transfer set near the switch were broken. There was no report of patient injury or medical intervention associated with this event. No additional information is available.